Manufacturer narrative:
A sister/companion sample is available for evaluation, however, it is yet to be received.

Event description:
The event involved a transpac it w/03 ml reservoir and needleless valve in which the customer reported that the extension set between syringe and stop cock was pulling apart. The event occurred during priming. There was no medication was used with the involved product. No physical damage was noted on the set and there was no resistance during connection of the set. There was no patient involvement, no patient harm, no one was harmed as a result of the reported event.

Manufacturer narrative:
One new list #011-46103-90, safeset¿ - transpac® it w/03 ml reservoir and needleless valve, red stripe tubing, with velcro arm strap, patient mount; lot #5008946 and one new list #011-46103-90, safeset¿ - transpac® it w/03 ml reservoir and needleless valve, red stripe tubing, with velcro arm strap, patient mount; lot #4976076 were received for evaluation. Visual and functional testing was performed and no leaks were observed; the product had performed per the specifications. The reported complaint of extension set between syringe and stopcock pulling apart was not confirmed on the returned set. No visual anomalies were observed on the returned sets. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D4 - update - plots - possible lot numbers - in addition to lot number 4718461 the following lot numbers were also identified as possible: 5008946 (MFR date: 9/1/2020 - exp date: 9/1/2023) and 4976076 (MFR date: 8/1/2020 - exp date: 8/1/2023).